Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft (vamf4242c150tj) was intended to be implanted during the endovascular treatment of an 80mm thoracic aortic aneurysm. The pre-operative plan was to stack a valiant captivia stent graft (vamf4444c150tj) within (vamf4242c150tj). Based on the pre-operative CT scan, the access diameter appeared suitable for delivery. It was reported during the index procedure, the valiant captivia delivery's system was removed from its packaging, flushed, and its coating hydrated during preparation. However, the device was difficult to deliver due to inadequate slipperiness. After removing and attempting to reinsert the device, significant resistance was encountered. A 25f sheath was reinserted, which advanced without issue, but despite rehydrating the delivery systems coating, the strong resistance persisted, leading to the device¿s removal. Due to the absence of a replacement, the procedure was suspended to a later date. Per the physician the cause of the insertion difficultly was not determined, though a weak hydrophilic coating was suspected. No additional clinical sequelae were provided, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: it was reported that no damage was confirmed to the device or device packaging prior to unboxing. It was stated that although there was some blood clot/ calcification, it was considered that it was not an issue, as a sheath with the same diameter passed through without any problems. The hydrophilic coated area was thoroughly wetted before insertion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.